Event description:
An 83 year old male underwent initial aaa repair in 2009. The physician placed one flex main body and three flex legs. A secondary procedure occurred about 7 days later, due to a type I endoleak and a post-op CT was performed one week later. A renu cuff was placed to seal the leak. The status of the patient is unknown at this time.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with an IFU describing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria. Vessel tortuosity. Calcification. Accurate placement of graft. Proper ballooning sites within the stent graft. We will continue to monitor for similar complaints.